Event description:
It was reported that there was an issue with gn200 - lektrafuse hf generator bipolar. According to the complaint description, the device failed to coagulate tissue. A surgical delay occurred. As was confirmed in a video, the gn200 generator delivered a pulse during the procedure, showing tissue synthesis as usual. Believing it to be a problem with the handpiece, the customer subsequently used a new handpiece, but with the same result. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Additional information was not provided but has been requested. The malfunction is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information/correction: d9: product receipt date. H3: evaluation, yes. H6: codes updated. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered no longer reportable for the following reasons: no reportable malfunction. No serious incident. Investigation results: visual inspection: aesculap ag received the product without original packaging in used condition. The detailed analysis has shown that the device has no failure. No defect was found and the product was according to specifications. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Conclusion/preventive measures: product meets the specifications, and no deviation could be detected. The failure complained by the customer could not be reproduced. Based upon the investigation results, a CAPA is not required.